Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the patient information not updating and site down. A technical support specialist (tss) dialed into the server and verified patient availability under required settings. The patient with the specified mrn was confirmed to be present on the server. Admit discharge transfer (adt) message queries were run and confirmed that messages were being received without issue. The tss then checked the station and noted that the patient was present with a different visit ID ending in (B)(6). Data synchronization debug logs were reviewed and found to be current and normal. The tss dialed into the station, reviewed synchronization logs, opened ssms, backed up the database, and performed a full data synchronization following the proper datasync procedure & how to place new db in es station. The customer later confirmed that the issue was resolved. The system functioned as intended after technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a patient record was not crossing to one station. However, there were no delays, adverse events or injuries reported based on this event.